Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: information unknown/not provided. Serial number: information unknown/not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Reporter phone: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A historical review of the manufacturing production order number cannot be performed since the serial number is unknown. However, a historical search was performed from july 01, 2019, to july 08, 2021, for complaints related to dent defects. The search revealed that no complaints for the condition reported. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dent was observed at the right side of the optic of an intraocular lens (iol) when implanting the lens. There was no patient injury reported. The lens will not be returned as it remains implanted as of to date. No further information was provided.